Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported difficult to remove (cds/sgc) appears to be due to the material separation of the clip introducer. The reported material separation (clip introducer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices. Na.

Event description:
Subsequent to the initially filed report, the following information was received: the clip introducer detachment occurred outside of anatomy when removing the cds. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation with an mr grade of 4. The mean pressure gradient was 2. 6mmhg.the clip was advanced and was placed without issues, mr was reduced to 2. The decision was made to not deploy the clip and attempt another size clip to get a better mr reduction. When removing the cds from the steerable guide catheter (sgc), resistance was felt and the cylindrical portion of the clip introducer detached. There were no adverse patient effects and no clinically significant delay in the procedure. There was no damage to the sgc, the same sgc was continued to be used with another size clip. A total of two clips were implanted, reducing mr to 2 and post procedure mean pressure gradient was 3.6mmhg. No additional information was provided.